Event description:
Procedure: resection of the sigmoid, descending and transverse colon. According to rptr: pt was retuned to operating room for re-operation due to a staple line leak. The leak was fixed with add'l stapler devices and suture.

Manufacturer narrative:
The report stated multiple devices were used but they are unsure which staple line the alleged leak occurred from. The prods, lot #s, exp and mfg dates are as follows: : prods gia6038l (7), gia 60-3.8 sulu. Lot#s: p7l0039 (4), p7k0351 (2), and p7h1197 (1). Exp date: 11/30/2012, 10/31/2012 and 08/31/2012. Mfg date: 11/2007, 10/2007 and 08/2007. Prod: ta6035s & ta6035l, ta 60-3.5 single use stapler & sulu. Lot# p7k0862 and p3l993. Exp date: 10/31/2012 and 12/31/2008. Mfg date: 10/2007 and 11/2003.